Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2019 the patient¿s mother reported that her son ran out of morphine in his pump on (B)(6) 2019. He ended up in the ER (emergency room) because he was experiencing withdrawals. He was doing fine now but was still uncomfortable. Per the reporter, the patient didn't have a healthcare professional, but was meeting with someone on (B)(6) 2019. No further complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-jan-24, additional information was received from a patient rep. The caller reported the patient's pain pump ran out of medication at the end of (B)(6) 2019. The patient could not get refilled as their hcp dropped them because of insurance. The caller stated the patient had a bad incident early (B)(6) 2019 and was in the intensive care unit (ICU). The caller stated the patient's friends thought he was having withdrawals and had ended up giving him "cevoxen patch on and had seizures". They ended up bringing the patient ot the ER and sent to the ICU for 11 days. The patient has found a new hcp, but could not get refilled until (B)(6). The caller was wondering if the pump would still work if has been empty since (B)(6). The caller was redirected to their hcp.